Event description:
It was reported per field service report: symptom - all led's and continuous alarm. Findings/action taken: replaced front end printed circuit board and fixed loose contacts.

Manufacturer narrative:
The event was initially evaluated and determined to be non-reportable. During a paperwork review we found that this event was reportable. Teleflex replaced the front end board and repaired loose contacts. Unable to confirm as no parts or recorder strips were returned for evaluation. Additional info received from teleflex indicates the intra-aortic balloon failed only because of an internal problem at the hospital.